Manufacturer narrative:
In the initial MDR the best corrected visual acuity (bcva) values from 11/25/2014 were incorrectly reported as being post-op readings however they were actually pre-op readings. Additional information: equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. The operator manuals for the various equipment were reviewed and determined to include adequate warnings for medical complications.

Event description:
The surgery center reported that a laser vision correction patient was presented with an infection/inflammation on both eyes (ou) at a 6 month post-operative exam. The brief description from the account stated the patient came in for a post-op exam and was presented with mild edema. The patient¿s chief complaint was dry eye and the patient commented on that vision was improving with new dry eye regimen. Topical steroid dosage was increased. The surgery center stated the patient may require an enhancement treatment. Through follow up, the surgery center stated the symptoms were resolved. Pre-op from (B)(6) 2014: right eye post-op 20/20 -5.25 x .00 x 90; left eye post-op 20/20 -3.75 x -.75 x 30. Post op from (B)(6) 2015: right eye post-op 20/20 -.75 x -.25 x 143; left eye post-op 20/20 -.25 x -1.00. X 175.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.